Manufacturer narrative:
Device not returned.

Event description:
Product used: fc2001, lot # 221236 - microtargeting electrode. During the use of the microtargeting electrode on (B)(6) 2016, the patient had a cerebral hemorrhage. Event was described as follows: after a lead was positioned in the right side, miniature potential in the left side was measured. Multi-technique method was conducted, and 2 tracks of center and postero were recorded. Waves could not be confirmed at depth of stn target (stn waves seemed to appear partly but were unstable). Sn waves seemed to be identified at plus 1.5mm to 5 mm on the postero side. Tracks were changed to latte and antelo to measure again. Although impedance declined at 1200 ohms on latte side and around 700 ohms on antelo side, the procedure was continued. At re-measurement, even small typical background waves were identified. The patient experienced motor function and consciousness level in depression on the left side of the body. The procedure was aborted. CT scan images identified cerebral hemorrhage. The patient was placed under monitoring the customer did not consider that the reported product caused the event issue.